Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure , it was observed that the quick coupling device slowly started to slip when using smaller diameter k-wire devices. It was further noted that the device was also making an unusual noise. It was reported that the device would no longer grip the smaller k-wire devices, but would function with larger pins. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.